Manufacturer narrative:
(B)(4). The oxygen (o2) mixer was received for investigation. It was attached to a test ventilator, and upon the ventilator was powered, it generated a loud vibration sound when in use. The knob was adjusted to various values, without deviations . The knob was adjusted to a different value where the o2 percentage matched the output shown on the ventilator screen. The mixer was removed, and visually inspected. The internal system was also inspected, and the device exhibited excessive dirt inside of the channel, where the spring for the knob is housed. The dirt found inside of the knob could have made the knob difficult to rotate. It was moved freely during the test, and the dirt could have been cleared out by rotating the knob several turns. The customer original reported malfunction was not duplicated. However, another failure was found and it was caused by contamination / excessive dirt.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that during patient use, the ventilator oxygen (o2) level shifted from the level that was set and the dial was stiff. Although the device continued cycling, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.